Event description:
The device was implanted on 4/18/96 in the left chest wall by the left clavicle in the left subclavian vein. The pt was being treated for lung cancer. On 8/2/96, it was noted that the catheter was cracked and had to be removed. A new catheter was implanted. On 11/22/96, the second catheter was removed as the pt had completed her course of treatment. The second catheter was "sliced."